Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device was not powering on with known good batteries, the batteries were swapped and the device left. On return to the device it powered on and displayed an error message regarding an unexpected battery removal or power loss. There was no reported patient involvement, therefore no health consequences or impact.